Event description:
It was reported that the user experienced elevated blood glucose while using the ilet and was instructed to change all infusion supplies; initial sensor glucose was 388 mg/dl with a confirmatory fingerstick of 369 mg/dl, the user moved the infusion site, performed alcohol prep, verified drops at the set after disconnecting, and replaced supplies, after which the sensor showed 292 mg/dl and a fingerstick measured 219 mg/dl, and the device was calibrated. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.